Event description:
Caller reported receiving calibration errors and differences in sensor glucose levels versus blood glucose levels. Caller reported that the sensor would go into threshold suspend ata blood glucose level of 130 mg/dl. Caller reported that this occurred recently ata blood glucose level between 119 and 123 mg/dl, but threshold suspend was set at 70 mg/dl. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).